Event description:
It was reported the patient had a recent generator replacement. The patient was reported to be experiencing an infection and generator protrusion. Patient was sent for surgery and generator replacement occurred. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. The device passed all specifications prior to distribution and was sterilized prior to distribution. No additional relevant information has been received to date.